Event description:
It was reported that during a preventative check, the cardiosave intra-aortic balloon pump (iabp) had an issue with the pressure reading. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(evaluation method codes), h10, h11.corrected fields: b5, b6(to be left blank).

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit with a calibrated pressure meter and verified that the iabp unit is in compliance with factory specifications. Subsequently, the fse completed preventative maintenance (pm) including a full calibration, functional and safety checks to meet factory specifications. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer.the first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an issue with the pressure reading. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported. Pressure reading check, no more details provided, requested by (B)(6), begin contract information: (B)(4) getinge partner plan, (B)(6) 2020-(B)(6) 2021. Included: annual pm kit, cs300 (5yr) ¿ 2 batteries, 2 safety disks per unit/term, cardiosave (5yr) ¿ 2 li-ion battery, 1 safety disk, 1 9v battery, 1, tidal volume disk per unit/term, 40% discount on iapb repair parts, one initial training and recertification included through term of plan, for getinge trained bmet ¿ 5 unit minimum or 20% discount for purchases less than 5 units, initial service card for trained bmet, most recent service release software, technical telephone support, 20% on travel and labor outside plan coverage. *first 2 years paid up front. Equipment covered: cardiosave hybrid type b plug, (B)(4), cardiosave hybrid type b plug, (B)(4), cardiosave hybrid type b plug, (B)(4), cardiosave hybrid type b plug, (B)(4), cardiosave hybrid type b plug, (B)(4), cardiosave hybrid type b plug, (B)(4). (B)(4).